Manufacturer narrative:
H11: additional manufacturer narrative: the device was not returned for evaluation, as the device request is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
As reported by the edwards lifesciences affiliate in united kingdom, a icf100 had incomplete occlusion during use due to suspected leakage. Reportedly, the team was very experienced using this device, and all preparation was done as per the IFU. No issues were noted during device preparation and insertion. However, initial inflation did seem problematic. The balloon was inflated with the expected volume based on the aorta diameter, but it did not result in the expected drop in aortic root pressure despite normal balloon pressure (approximately 330mmhg). Eventually, a drop in pressure was observed, cardioplegia was administered, the heart was arrested, and the operation continued. Custodial was used, so no repeat cardioplegia administrations were required. Over the following hour, a continuous and steady drop in balloon pressure was detected, ending at around 130mmhg. Root pressure returned, and the heart started beating. The surgery was almost completed, so the operation could be finished successfully with a beating heart, and no harm came to the patient. After the icf100 device was removed, the team reinflated the balloon and noticed that it appeared to be slowly deflating over time, based on visual observation. However, no specific saline leak was seen coming from the balloon itself.

Manufacturer narrative:
Corrected data in section g1.

Manufacturer narrative:
Updated information in section h6 (type of investigation): the code "4114 - device not returned" was replaced by the code "4117 - device not accessible for testing". Added information to section h6 (type of investigation, investigation findings and investigation conclusions). H11. Additional narrative/data: the device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Based on supplier communication, as part of the manufacturing process check, the supplier performs a 100% leak test to identify any potential leakages. Therefore, it is unlikely that an interlumen leakage present (due to any defect) at that time would have gone undetected, as the product would have been rejected as defective. Based on information available, the complaint is unable to be confirmed as the subject device was not returned for evaluation and no images or videos were provided. It is unlikely that the leak was present during manufacturing, as 100% leak test is performed by the supplier. A definitive root cause of the alleged issue is unable to be confirmed. No edwards/supplier manufacturing defect is confirmed.